Event description:
It was reported that the ilet display did not respond to the user¿s attempts to wake and unlock the screen, with the user unable to progress past the ¿touch button to wake screen¿ prompt until the device was placed on the charger and guidance was provided on touching the divot and sliding to unlock. Symptoms included no clinical effects. Outcomes included no impact to blood glucose and no alerts or alarms. Investigation included troubleshooting and user education by support. Investigation of this case revealed that normal function was restored after charging and proper wake/unlock technique was used. It was concluded that the device operated within specifications and that user technique contributed to the reported experience.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.